Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardioverter defibrillator exhibited myopotential oversensing. The patient was asymptomatic to the event. Programming changes were discussed, no intervention was performed at this time.